Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a proglide after a diagnostic procedure. Reportedly, the suture broke. A second proglide device was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned device revealed the posterior cuff did not attach to the needle tip. The taps were partially bent indicating the needle tip was slightly deflected and did not fully engage with the cuff during needle deployment. Because the cuff did not engage with the needle tip the suture was not harvested. The needle not attaching to the posterior needle tip has the same appearance and effect to the user as a suture break. The probable cause was determined to be related to the operational context in the use of the device and not a product quality deficiency. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. There does not appear to be any indication of a lot specific product quality deficiency.